Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. As stated in the gore excluder endoprosthesis instructions for use (IFU), the gore excluder aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in pts diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease. Additional device related to this event: pxc121200/06408315. Attempts to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable or was not applicable.

Event description:
In 2009, the pt was implanted with two gore excluder aaa endoprostheses to treat distal embolic disease. The pt tolerated the procedure. The next day, the pt experienced cold legs. In the same month, a reintervention occurred. The gore excluder devices were relined with bare metal s.m.a.r.t. Stents for reinforcement, and to prevent further occlusion due to clotting. The pt is doing fine.